Manufacturer narrative:
Device passed the self test, active current measurement and displacement test. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. However, device received with a high sleep current measurement test due to corroded battery tube threads. Device received with moisture damage on the electronic assembly. No moisture damage in the keypad and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer also stated that the display was not blank less than 30 seconds. The troubleshooting was performed and inserted a new battery and the display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.